Manufacturer narrative:
After clinical/secondary review of this file performed on january 13, 2023, it was decided to add health effect - clinical code e180101 (breast cancer), to more accurately capture the reported event.

Manufacturer narrative:
On may 29, 2020, mentor became aware that section e. 1. Initial reporter country code was erroneously left blank in the initial report sent on may 27, 2020. The correct answer has been filled in. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 12, 2023, mentor received additional information indicating that the correct date of implantation was on (B)(6) 2018 and the correct date of explantation was on (B)(6), 2019. The patient actually underwent replacement with a 450cc mentor memorygel xtra breast implant catalog: shpx450 lot: 7707335 sn: (B)(6). The patient was diagnosed with another right breast cancer on the replacement device. This will be reported under mrn: 1645337-2023-09367.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision, as part of a clinical study, with two 325cc mentor memorygel breast implants, suffered right breast cancer post-operatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019.